Manufacturer narrative:
Age at time of event - above 18 years and older.

Event description:
It was reported that stent damage occurred. The occluded target lesion was located in the left anterior descending artery. A 2.50 x 20mm synergy drug-eluting stent was used for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The occluded target lesion was located in the left anterior descending artery. A 2.50 x 20mm synergy drug-eluting stent was used for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A2: age at time of event - above 18 years and older. Device evaluation by MFR: synergy ous mr 2.50mm x 20mm stent delivery system was returned for analysis. Examination of the stent under microscope found stent damage. Stent strut in the distal region was found to be lifted from the crimped stent position and pulled in a distal direction. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.